Event description:
Paramedics responded to a pt described as in cardiac arrest. The pt was connected to the device & external pacing initiated. According to the rptr, the device would not pace the pt. A backup device was immediately available & used to pace the pt during transport to the hospital. According to the rptr, the outcome of the pt is unk but was not affected by the alleged malfunction because of the immediate availability of the backup pacemaker.